Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset information, and successfully reset pump with assistance from technical support.